Event description:
The user facility reported that during a patient procedure the table tilted to the right. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that the oil level was low, slide linear bearings were cracked and that the ball bearings were missing. The technician filled the oil and replaced the linear bearings and confirmed the table to be operating to specifications; no further issues have been reported. The linear bearings were sent back steris quality for evaluation. Evaluation results indicate large amounts of rust and ball bearings to be missing. The evaluation results indicate that the user facility is not following the proper cleaning procedures for the cmax surgical table. The operator manual states (pp.1-4), "after performing cleaning procedures, ensure pads, tabletop and x-rays tops are completely dry before reinstalling". Section 5 of the operator manual provides proper cleaning procedures for the cmax surgical table.